Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had indwelling urinary catheter for failed void trial 2/2 urinary retention. The upon emptying the urine from the bag registered nurse & certified nursing assistant noted that urine was leaking from the plastic chamber, upon inspection registered nurse noted there was an opening at the top of the chamber, also the registered nurse removed the broken indwelling urinary catheter was in place for approximately five hours and placed a new one. They are monitoring for sliding scale of urinary tract infection.

Event description:
It was reported that the patient had indwelling urinary catheter for failed void trial 2/2 urinary retention. The upon emptying the urine from the bag registered nurse & certified nursing assistant noted that urine was leaking from the plastic chamber, upon inspection registered nurse noted there was an opening at the top of the chamber, also the registered nurse removed the broken indwelling urinary catheter was in place for approximately five hours and placed a new one. They are monitoring for sliding scale of urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. A potential root cause for this failure mode could be user related (eg: rough handling), operator error, mechanical force. No actions can be taken at this time since a root cause was not identified. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The DHR review could not be performed without a lot number. Correction: d, e, g the reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.